Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 12:47 for a high blood glucose level of 600 mg/dl. The customer stated that they have issues with the reservoirs. The customer states that the quality of the reservoirs used are poor and that the needle is always bent in the connector cap. The customer did not want to trouble shoot the issue. The customer was advised to keep the reservoirs in room temperature. The customer stated that their apartment was too cold. The customer was sent new reservoirs and advised to return the old reservoirs back for analysis. No further information was provided.